Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the m6 2.2 drawer was not visible in the drawer configuration and was unrecoverable. The customer stated that the malfunction caused a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.2 on the station was not detected on bus and could not recovered after several reboot attempts. A field service engineer (fse) inspected the drawer and resolved the issue by resetting all connections and cleaning the connectors, but the remediation was unsuccessful due to a faulty retracted band, which was preventing the drawer from functioning properly. The fse replaced the defective component, after which the drawer was tested using the hardware testing application. All tests passed successfully, meeting the customer¿s satisfaction. Additionally, the customer was able to log into the user application and verify the drawer¿s functionality, with all tests passing during their validation as well. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the m6 2.2 drawer was not visible in the drawer configuration and was unrecoverable. The customer stated that the malfunction caused a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.